Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. In response to the occlusion issues, the customer changed the infusion set, replaced the cartridge, and resumed insulin administration.